Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs was performed for this procedure by an isi technical support engineer (tse). Per the tse, the customer has completed several procedures since the reported event. The review of the logs show the customer encountered a bipolar not firing issue during the case. The issue was reportedly resolved after the customer reseated the energy cable between bipolar and the generator. A medical review of the event information has been performed by an isi medical safety officer (mso). Per the mso, a distal pancreatectomy was performed near the splenic artery. An injury to the splenic artery may occur at the time of surgery or perhaps a delayed injury may take some time to materialize although 36 days after surgery is a considerably long time. However, it is still possible as a result of surgical technique or injury. Based on the information in the summary of events, insufficient information is available to ascertain the exact cause of this delayed bleeding event and whether or not any isi products or instrumentation directly or indirectly contributed to this event. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted distal pancreatectomy procedure, the patient vomited blood at home on pod #36 and died during transport to an ER. A ruptured hematoma in the splenic artery was identified during autopsy. The cause of the operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted distal pancreatectomy performed on (B)(6) 2022, the patient expired on (B)(6) 2022. The issue occurred on post-operative day (pod) #36 when the patient vomited blood at home and died after being transported to an emergency room (ER). A ruptured hematoma in the splenic artery was identified during an autopsy. The site's investigation committee is currently investigating; however, the surgeon commented that there is probably no causal relationship between the robot and patient but is awaiting the results from the investigation. Intuitive surgical, inc. (Isi) has attempted to contact the surgeon to gather additional information regarding the reported event. Isi has not received a response as of the date of this report.